Manufacturer narrative:
Results: there was no visible damage to the penumbra system aspiration pump max 110v (pump max). Conclusions: evaluation of the returned device revealed the power switch did not become stuck upon being pressed. The pump was powered on and off multiple times and functioned without an issue each time. Therefore, the pump was functional. The root cause of this complaint could not be determined. Pumps are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the pump max powered on by itself and was then turned off by the radiologic technologist. It was also reported that the "on/off" switch was getting stuck and not working properly. When the radiologic technologist powered the pump max back on, the green "on/off" switch illuminated; however, the pump max did not produce any vacuum. Therefore, the procedure was completed using a back up pump max. There was no report of an adverse effect to the patient.